Event description:
The user facility reported that the device was working automatically. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Corrected information: d9, h3 h3 other text : device not returned.

Event description:
The user facility reported that the device was working automatically. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.